Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for multiple patient samples on a cobas e 801 analytical unit. The customer provided examples of discrepant results for 2 patient samples. For patient a, the initial estradiol result was 5.0 pg/ml. The first repeat result was 37.6 pg/ml and the second repeat result was 5.0 pg/ml. For patient b, the initial estradiol result was 5.0 pg/ml. The first repeat result was 11.9 pg/ml and the second repeat result was 10.1 pg/ml. No questionable results were reported outside of the laboratory. The reagent lot is 630079 and the expiration date is 31-mar-2023.